Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing pain at the ipg site and went to the ER. Surgical intervention was undertaken on (B)(6) 2018, during which the ipg was relocated to the flank. Stimulation was restored following the procedure and pain at the ipg site has been resolved.